Event description:
It was reported that this right atrial (ra) lead exhibited oversensing noise and low out of range pacing impedances. A revision procedure was performed. This ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.